Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: balloon broke during procedure. New device was opened to complete procedure. No bleeding, no tissue damage, nothing fell into cavity, no pt harm operating room time was not extended.

Manufacturer narrative:
(B)(4).